Manufacturer narrative:
Multiple follow up attempts were made to obtain additional information; however, customer did not respond. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (approx. 500 mg/dl). Customer changed out all supplies. Customer successfully loaded new supplies with tandem technical support and indicated that a correction bolus would be delivered. Follow up the same day indicated that customer's bg level remained elevated (400s mg/dl). Customer stated that health care provider would be consulted.